Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump stopped insulin delivery. Tandem technical support had the customer review the pump history and it showed that multiple occlusions had occurred throughout the day. The customer's blood glucose (bg) level was 220 mg/dl. Insulin injections were used to address the bg level. A system check was performed and the occlusion appeared to be within the cartridge. The customer was to use a cartridge from another box.